Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was using another device and the clip did not proceed to the jaw. When changing to using the device the clip scissored. There was no fatal effect for the patient, but the surgeon had to spend additional time five minutes for the surgery. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.